Manufacturer narrative:
Four opened monarch handpieces were received for the report of lenses being damaged. The four returned samples were visually inspected and all four were deemed conforming. A dimensional plunger position height check was performed on the four samples returned and all were found to be conforming. Finally, a functional thread to barrel engagement check was performed on the four samples returned and all were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The four returned sample were found to be conforming for all visual inspections, dimensional inspections and functional tests, associated with the reported event, therefore lenses being damaged as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, it was noticed that some lens were damaged. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).